Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) and rv coil impedance values were high and variable. The detections for the lead were programmed off and a lead extraction was planned. No patient complications have been reported as a result of this event.